Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "abnormal pregnancy outcome (early abortion, elective abortion", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical patient was injected with 4mls in the neck lines with juvéderm® volite¿. Approximately nine months later the patient experienced non-device related ¿abnormal pregnancy outcome (early abortion, elective abortion).¿ the same day the patient was treated with misoprostol tablets, azithromycin tablet, traditional chinese medicine, flavored eight treasures motherwort cream, and poria cinnamon capsules. Two weeks later, the patient was also treated with mifepristone tablets. The event resolved two days later. The patient was concomitantly treated with topical compound lidocaine cream.

Manufacturer narrative:
Correction to emdr-(B)(4) g.6. Type of report: 15-day.

Event description:
Healthcare professional reported a clinical patient was injected with 4mls in the neck lines with juvéderm® volite¿. Approximately nine months later the patient experienced non-device related ¿abnormal pregnancy outcome (early abortion, elective abortion).¿ the same day the patient was treated with misoprostol tablets, azithromycin tablet, traditional chinese medicine, flavored eight treasures motherwort cream, and poria cinnamon capsules. Two weeks later, the patient was also treated with mifepristone tablets. The event resolved two days later. The patient was concomitantly treated with topical compound lidocaine cream.